Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 15 mg/ml with an unknown dose via an implantable pump for spinal pain. It was reported the patient had a motor stall on (B)(6) 2019 per logs and began experiencing withdrawal symptoms. There was no environmental/external/patient factors that may have led or contributed to the issue. It was noted the clinician refilled the pump and got 15 ml back with an expectancy of 4.8 ml. The pump was put to minimum rate. Actions/interventions included surgical intervention where the pump was explanted and replaced on (B)(6) 2019. The pump was discarded by the customer. It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history was unknown (asked and will not be made available). The event date was (B)(6) 2019. No further complications were reported/anticipated.